Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 480 units of insulin. Upon reloading the cartridge a cartridge change error occurred. Customer reloaded the cartridge again successfully; however, the insulin gauge was inaccurate. Customer loaded a new cartridge and received accurate fill estimate. No reported adverse impact to the customer's blood glucose.